Event description:
An operator was splashed in her face while emptying a waste container on a dimension exl with lm instrument . The operator washed her face immediately. The operator was wearing personal protective equipment including laboratory coat, gloves and glasses. The operator did not need medical treatment. There are no known reports of staff injury or damaged property due to the splash.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). The incident happened while the operator was empting cuvettes from a waste container into a waste bin. The instrument is performing within specifications. Further evaluation of the device is not required.